Manufacturer narrative:
Siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant falsely depressed creatinine kinase (cki) result. Instrument log data files were collected from the customer's instrument and reviewed by the siemens customer call center, and further reviewed by hsc. The siemens customer call center discovered and hsc confirmed through investigation that on (B)(6) 2018, sample ID (sid) (B)(6) gave a dilution result >14,000 u/l at a similar timestamp and is in the same pattern as the prior and later samples from the same patient. This sid is only one digit off from the sample ID (B)(6) with the discordant result. The siemens customer call center noted that they discussed with the customer whether it was possible that the sids were mixed up. It was stated that the customer feels that is exactly what happened as the user copied the patient results by hand to report to the doctor. Hsc concludes the root cause of the discrepant cki result is directly due to erroneous manual patient data entry by the user. Hsc has reviewed the information provided and concludes there is no reagent lot or method issue. There is no evidence of a product nonconformance. The device is performing within specifications. No further evaluation is required.

Event description:
A discordant falsely depressed creatinine kinase (cki) result was inadvertently reported for a patient result from another patient's sample ID on the dimension vista 1500 system. The result was reported to the physician who questioned the result. There are no known reports of patient intervention or adverse health consequences due to the discordant cki result.